Manufacturer narrative:
Neither the device nor any imaging could be provided for evaluation. It is possible the cause is related to the multiple occurences of falling post-operatively; however, the exact cause of the reported issue could not be determined.

Event description:
It was reported that the creo mis locking caps loosened post-operatively. The patient has reported that they have fallen a couple of times since the initial surgery.